Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot. Part# 393.100. Lot# 9512091. Manufacturing location: hagendorf. Released to warehouse date: 08 june 2015. No ncrs were generated during production. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service & repair evaluation: the customer reported the t-handle is defective. Doesn't hold the 2.5mm reaming rod for rod insertion. The repair technician reported the t-handle is bent. Bent is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 30-nov-2019 and will be returned to the customer upon completion of the service and repair process. The handle was replaced and the new serial # is (B)(4). Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the t-handle is defective, it does not hold the 2.5 mm reaming rod for rod insertion. Concomitant device: unknown 2.5 mm reaming rod (part # unknown, lot # unknown, quantity 1) this report is for one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).